Event description:
During a scheduled inspection, physio-control found that the device would not deliver the charged defibrillation energy. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.